Manufacturer narrative:
(B)(4).

Event description:
The fsa provided the following information: on october 30, 2019, it was reported a gore® viabahn® endoprostheses was implanted. It was reported a 12 fr gore® dryseal flex introducer sheath was used during the procedure. Reportedly, the device became stuck while passing through a previously implanted dacron graft used to repair a femoral artery aneurysm. It was reported the physician attempted to withdraw the device into the sheath, however, the device could not be removed. The device was deployed within the aneurysm proximal to the intended seal zone. The patient was implanted with two gore® viabahn® endoprostheses in their intended location within the femoral artery. It was reported the devices successfully excluded the aneurysm. It was reported the physician then performed a surgical conversion to explant the initial device from the femoral artery.